Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Concomitant product(s): boston scientific capio: (B)(6) 2012, boston scientific the advantage fit system: (B)(6) 2012. Product manufacture date unknown; lot number unknown. Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Concomitant product(s): boston scientific capio: (B)(6) 2012, boston scientific the advantage fit system: (B)(6) 2012. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a cook surgisis posterior pelvic floor graft, a boston scientific the advantage fit system and a boston scientific capio on (B)(6) 2012 by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.